Event description:
The user facility reported that the hair was discovered in the package prior to opening. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information:

Event description:
The user facility reported that the hair was discovered in the package prior to opening. There was no patient impact, no delay, no medical intervention, and no adverse consequences.